Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image noise was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head the following reportable event was identified; image does not appear when tried with two separate towers. This occurred at preparation for use during setup of the room before the patient arrived. There was no patient impact from the issue with the device as the operating room had another one ready to go, and the case was completed as planned with no delays.

Manufacturer narrative:
This device was returned to olympus for evaluation and the customers allegation was confirmed due to faulty charged coupled device. In addition to the reportable findings documented in b5, the following nonreportable findings are; kinks on cable, and missing connector screw. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.